Event description:
It was reported that catheter break occurred. The target lesion was located in the moderately tortuous right superficial femoral artery. A solent omni catheter was selected for a thrombectomy procedure. During the procedure, the catheter was difficult to track. Consequently, the catheter became kinked after a few passes and appeared to have a break in the middle shaft of hypotube. The device was removed from the patient intact. The procedure was completed with a solent proxi catheter device. There were no patient complications.

Manufacturer narrative:
Device evaluated bt MFR: the device was returned for analysis. Inspection of the device revealed multiple shaft kinks. No blood was inside the device or inside the waste bag. The catheter was successfully functionally tested with no alarms present; however, a shaft kink and fracture/leak was observed. A shaft kink and fracture leak were observed located at 38 cm from the tip.

Event description:
It was reported that catheter break occurred. The target lesion was located in the moderately tortuous superficial femoral artery. A solent omni catheter was selected for a thrombectomy procedure. During the procedure, the catheter was difficult to track. Consequently, the catheter became kinked after a few passes and appeared to have a break in the middle shaft of hypotube. The procedure was completed with another of the same device. No patient complications were reported.